Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection was performed and no damage was observed. Review of the device event logs did not confirm the reported event. The device passed all functional tests. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause cannot be established as no fault was found. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump does not prime or infuse medication. No patient injury was reported.